Event description:
A site reported that a pt sustained a burn following a procedure on the innova 2000 system. There is not allegation of equipment malfunction. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.